Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿the pump has a force sensor test error¿ was verified that the error occurs during the self-test. The cause was a faulty main board. The device was repaired by replacing the main board. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a system failure: force sensor test. The event occurred during testing. There was no patient involvement.